Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 4 years, 4 months post successful tavr the patient's 26mm sapien 3 valve presented with severe pvl. The implanting physician suspects root enlargement. A valve in valve was performed with a 29mm sapien 3 valve with a good result. This patient was very compliant and has been closely followed in valve clinic and by the heart failure program.

Manufacturer narrative:
Additional information was added to b.5 based on medical records received. B.7 was corrected with information from medical records. Investigation is ongoing.

Event description:
Per medical records, the patient was referred back to the implanting facility in 2019 given the presence of a perivalvular leak as well as mitral regurgitation. However, at the time, they appeared stable and relatively asymptomatic and therefore were treated medically. Recently, the perivalvular leak clearly worsened to no less than moderate to possibly severe. The patient became diuretic dependent and complicated by profound hypokalemia with a recent ER visit. After careful evaluation, the decision was made to proceed with valve in valve transcatheter aortic valve replacement (tavr) with repeat coronary angiography to reevaluate the patient's bypass grafts. A 29mm s3 was implanted (viv) in the existing thv in the aortic position via right tf approach and was a success with only mild pvl remaining. No complications or device malfunctions were listed. The patient was discharged on pod 3.

Manufacturer narrative:
The device was not returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history review (DHR) or lot history review are required. As the valve was not returned and there is no evidence to support a manufacturing / design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The IFU was reviewed. Incorrect sizing of the valve may lead to paravalvular leak, migration, embolization, residual gradient (patient-prosthesis mismatch) and/or annular rupture. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Paravalvular and transvalvular leaks are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The paravalvular leak was confirmed based on the medical record received. A review of the complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due toa lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. As reported, ''approximately 4 years, 4 months post successful tavr the patient's 26mm sapien 3 valve presented with severe pvl. The implanting physician suspects root enlargement''. The annulus root enlargement may have relating to the cardiac remodeling, which compromise the seals between the valve and the target site, leading to pvl. As such, available information suggests that patient factors (cardiac remodeling) may have contributed to the complaint event.